Event description:
During screw insertion, the tip of the self retaining screwdriver broke off inside the head of a screw. Tip of screwdriver and screw were left in the patient.

Manufacturer narrative:
No investigation could be performed. No conclusion could be drawn as no device was returned.